Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 36 mg/dl while wearing the pod. Symptoms reported include shaking uncontrollably and was unconscious. The patients parent reports they had awoken the patient and given them juice and crackers as well as some sugar water. Upon arrival of the paramedics the patient was treated with intravenous fluids and glucose. The patient was taken to the hospital. The patient was discharged from the hospital after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.